Event description:
It was reported that episodes of noise were observed on the right ventricular (rv) lead. During an unrelated procedure, insulation damage was visually confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.